Event description:
It was reported that during use, the extension set exhibited several leakages around the in-line filter area in the labor and delivery unit. It was noted that some labor patients required additional medications to help with their labor pain more than usual. It is unknown if there were any adverse patient effects.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.e1 - email has not been provided.